Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Event description:
During a cryoablation procedure in (B)(6), at the start of the first application, the physician saw air in the laa on fluoroscopy. The application was stopped and a tee was done. The tee confirmed that there was a small air bubble in the laa. The physician suctioned the air bubble with a multipurpose catheter. The air bubble was removed and the procedure was stopped. There were no clinical complications. The patient stayed one night in the hospital and was discharged the next day. The patient was in good health and did not have any physiological or neurological complaints.